Event description:
The device was returned for analysis. Upon inspection of the delivery system, there were two kinks in the graft cover 64 mm and 74 mm from the distal end of the graft cover, which were likely due to being returned loose within the original packaging. The rest of the device was unremarkable. A guidewire was tracked through the backend t-tube and passed through the device successfully. The device was then flushed with water successfully. The complaint was not confirmed; the device was irrigated successfully. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was prepared for implantaion for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. This was a secondary intervention to treat a type v endoleak related to another manufacturer's device. Vessel morphology is unknown. It was reported that the physician prepared to implant the stent graft. The technician attempted to flush the device, but was unable to do so. It is uncertain if the device was flushed with half saline and half contrast, or half strength contrast. The device was not implanted, and a new 16x16x124 stent graft was implanted without difficulty. No clinical sequelae were reported and the patient is fine.